Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a140901 - complete blockage. Patient problem code: f26 ¿ no health consequences or impact.

Event description:
Material#:unknown batch#:unknown. It was reported by customer that they have defective 25g needles in their boxes. The needles do not inject the vaccine - it seems like there is a blockage or something. Customer didn't have the material number or lot number at the time of the call but was looking for it. They starting noticing the issues yesterday, (B)(6) 2023. Verbatim: customer states they have defective 25g needles in their boxes. The needles do not inject the vaccine - it seems like there is a blockage or something. Customer didn't have the material number or lot number at the time of the call but was looking for it. They starting noticing the issues yesterday, (B)(6) 2023.